Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The device was implanted at (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient experienced an unknown injury. Subsequently, the mesh was removed on (B)(6) 2019. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.